Event description:
It was reported that clips did not close during an unk procedure. The clip would not hold or close. Another device was used to complete the case with no pt consequence. The account will not release the device at this time.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.